Manufacturer narrative:
The reported plate was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during surgery the notch at the proximal end of the nail did not align with the base plate, it was too wide, and tightening the nail to the base plate made the nail turn so that the screw trajectories did not align with the guide. The screws had to be drilled and inserted without the guides in place. The surgery was completed after a 20-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2024-00580 for the nail involved in this event.